Event description:
Customer reportedly received results of 286 mg/dl and 103 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these resuts. No actions taken based on device results. No qualilty controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.